Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips were found to be contaminated with an unknown substance. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 - 10/09/2015 correction: supplemental sent to correct information previously sent. The MFR narrative in follow up 1 should have stated that the strips were contaminated with blood.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging strip issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.